Manufacturer narrative:
Product analysis: the device was returned loaded on a 0.014¿ guidewire, and with the balloon detached at the balloon bond, the detached balloon measures approximately 150mm in length the event of a removal difficulties and balloon detachment can be confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: the vessel was not pre-dilated. The balloon catheter did not catch upon the sheath during withdrawal. No intervention was required to remove device from patient and the device was safely removed from the patient. No vessel damage was reported. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Physician attempted to use a nanocross elite pta balloon during treatment of a plaque lesion in the patients proximal mid distal sup erficial femoral artery (sfa). Little vessel tortuosity and little vessel calcification were reported. Lesion exhibited 70% stenosis. There were no abnormalities reported in relation to anatomy. Embolic protection was not used. An inflation device was used for bal loon inflation. There was no damage noted to packaging, i.e. Shelf carton, hoop, tray. No issues were noted when removing the device from the hoop, tray. The IFU was followed and the device was prepped without issue. No resistance was noted during advancement of the device. Excessive force was not used. The device was passed through a previously deployed stent. It was reported the balloon detached from catheter when pulling pta out post inflation. Difficulty removing balloon following balloon inflation was also reported. The detached portion of device does not remain in patient. Device was pulled out and physician rewired with new wire to complete procedure. No patient injury reported.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.